Manufacturer narrative:
Patient experienced a backed-out driver lead after a routine battery replacement. This required a follow-up surgery to evaluate and eventually replace the sp. The patient's hearing was restored after the sp was replaced. MFR records were reviewed on 21-may-2024. No issues were observed.

Event description:
Envoy medical corp. (Emc) was notified on17-may-2024 that the patient was not hearing well after the post-battery change programming. Esteem testing showed abnormal driver results, which indicated a backed-out driver. A revision was done the same day on 20-may-2024, where the cause was confirmed to be a backed-out driver lead. Patient/clinical history with emc: (B)(6) 2011 - implant; (B)(6) 2011 - activation; (B)(6) 2012 - fitting; (B)(6) 2016 - battery change; (B)(6) 2016 - fitting; (B)(6) 2018 - revision phase I; (B)(6) 2018 - revision phase ii; (B)(6) 2024 - post battery change fittings; (B)(6) 2024 - revision.